Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient removed sterile dressing and cut the leads that were hanging from the bandage. It was reported that at this time the patient is having no complications and plans to move forward with the implant. It was reported that the patient had a stim trial and cut the trial leads over the weekend. One of the lead was surgically removed today since it became unreachable at the lead pull appointment. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative. It was reported the patient was trialing for spinal cord stimulation. A clarification was made in regards to "1 lead was surgically removed", rep clarified that there was still 1 lead still in body at the lead pull appointment. Issue was reported to be resolved.